Event description:
It was reported that the device was at elective replacement indicator (eri) and had premature battery depletion. It was noted that the eri was due to the battery impedance. At eri, the device switched to vvi 65 mode causing the patient to be able to feel the device pacing. The device was reprogrammed to the previously programmed mode prior to being explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High battery impedance occurred, leading to eri. Eri due to high battery impedance was logged on (B)(4) 2011 prior to explant. Ramware version 8 installed (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.